Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a4dr01 implantable pulse generator (ipg) implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately six weeks post implantable pulse generator (ipg) replacement procedure. The cause of death has been requested and not received.